Manufacturer narrative:
This report is submitted on august 11, 2021.

Event description:
Per the clinic, the patient experienced recurrent skin overgrowth at the abutment site. The patient underwent several surgical procedures to revise the skin (specific dates not reported) before changing to a longer abutment on (B)(6) 2013. The implanted device remains.